Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Of note, multiple patients were noted in the article and a one to one correlation could not be made without unique manufacturer/device serial numbers. The baseline gender/age characteristic is male/(B)(6) years old. The PMA number for this report is considered ¿1-card.¿ a request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Outcomes of his-bundle pacing upgrade after long-term right ventricular pacing and/or pacing-induced cardiomyopathy: insights into disease progression. Heart rhythm. 2019 oct;16(10):1554-1561 10.1016/j.hrthm.2019.03.026. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a his bundle pacing (hbp) lead. The authors discussed that during implant hbp was unsuccessful in six patients due to high capture thresholds or inability to recruit the distal bundle block, there were three infections, and one lead failure. During the follow up period, an increase in hbp threshold was identified. The lead was removed and replaced. There was a case of dislodgement with lead slack into the right ventricle. ¿readjustment¿ was performed and there was an improvement in the high threshold. Additionally, one patient required lead replacement due to an increase in threshold. There was one sudden patient death. The disposition of the leads that were removed is not known. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.